Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the left ventricular (lv) lead was confirmed as dislodged and there was a loss of capture as a result of the event. The lv lead was explanted and replaced to resolve the event and the patient was stable.